Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was never trained and needed education. Patient reported they received the implant the day prior to the report and they had not experienced improvement and had a few accidents and was really out of it from implant surgery. Patient reported they arrived home the night prior at 10:30 pm and between implant and the time of the report they had accidents 1-5 times. Patent also reported pain at the incision and just not feeling well, when asked they said it was from the anesthesia and they had sleep apnea, they could barely keep their eyes open. Patient said their healthcare provider told them that the stimulation should be in the groin area, however they didn't feel it at the time of the report. Patient reported their husband fooled around with it the evening prior. Patient reported they called the healthcare provider's office before calling patient services and they did have pain medicine. The patient was able to sync with their patient programmer and it showed stimulation was on. This was reported as a sudden change in therapy or symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported they had met with the patient the day prior to the report to discuss the one week stage 2 implant. Patient reported they were doing extremely well with greatly improved urinary status and comfortable stimulation perception near the left anal area, into the left buttock cleft. The patient was concerned because the doctor told them they should feel stimulation in the vaginal or urethral area. It was explained that while program changes may be made to change the precise location of the stimulation, there was no reason to do so if the therapy was effective and comfortable. Patient also reported discomfort in the ins incisional site. Patient had not yet removed the initial dressing, but their husband planned to as it was bothersome from being in place for one week. Patient stated they were unsure how to use the patient programmer, their husband told them its use had been discussed with them, but they did not remember the training. Patient had not yet reviewed the manual. Patient had another appointment scheduled for (B)(6) 2018 for a 4 week post-op visit. Patient declined scheduling another, earlier visit, reporting they would phone if their husband was concerned about the incision when the dressing was removed.